Manufacturer narrative:
Hospital of (B)(6).

Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the left lower limb artery. An angiojet spiroflex was selected for thrombectomy procedure. One week after procedure, the embolization angiography showed that the left lower limb arterial thrombosis. The physician then used a 4f thrombus suction catheter. After a period of work, the catheter was removed and the physician made and angiography to confirm the location of the thrombus. Upon using the catheter again, it was noted that the guidewire could not be inserted into the catheter normally, it was locked and could not work properly event after repeated attempts. The procedure was completed with a different device. No further complications reported and the patient status was stable.

Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the left lower limb artery. An angiojet spiroflex was selected for thrombectomy procedure. One week after procedure, the embolization angiography showed that the left lower limb arterial thrombosis. The physician then used a 4f thrombus suction catheter. After a period of work, the catheter was removed and the physician made and angiography to confirm the location of the thrombus. Upon using the catheter again, it was noted that the guidewire could not be inserted into the catheter normally, it was locked and could not work properly event after repeated attempts. The procedure was completed with a different device. No further complications reported and the patient status was stable.

Manufacturer narrative:
E1: hospital of (B)(6) medical university. Device evaluated from MFR: returned product consisted of the spiroflex thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the device presented no other damage or irregularities. Product analysis of the device found damage that would have contributed to the reported guidewire stuck.